Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion test during preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of failed downstream occlusion test. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. A service history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false upstream occlusion alarm. Service evaluation verified the false upstream occlusion alarm. The cause was identified to be a failed ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.